Manufacturer narrative:
Batch review performed on 17 october 2017. Lot 153511: (B)(4) items manufactured and released on 06 october 2015. Expiration date: 2020-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 20 october 2017 the medical affairs director performed a clinical evaluation and commented as follows: revision of cemented primary tka 1,5 years after primary surgery. The attached radiographs are not dated and they are probably postoperative x-rays, so no evident loosening is visible. With the available information, no conclusion can be drawn.

Event description:
Aseptic loosening of a tibial component. The surgeon explanted the tibial component, femoral component and inlay. Revision components with stems were implanted.